Event description:
The customer reported that the top of the reservoir in the reservoir compartment is gone, and insulin leaked into the reservoir compartment. The blood glucose reading was 189mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.